Manufacturer narrative:
Product event summary: analysis found liquid damage on the programmer/touchscreen.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer could not be turned on. The programmer is expected to be returned for repair. There was no patient involvement.